Event description:
During a coil embolization for (sma) superior mesenteric artery aneurysm, was advanced, the 21st coil (tornado) was advanced through the product (rapid transit, 601-231); however, there was the resistance between the product and the coil delivery system, and the coil delivery system was stuck in the product during delivery. Therefore, it was withdrawn out of the patient's body. The vessel had no calcification, moderate tortuousity, and unknown percentage stenosis. The product was clinically used without any adverse consequence to the patient. The product will be returned to your side. The product was received and during analysis, loose ptfe coating was noted. Therefore, the file is being reported at this time. Addendum: fal analysis found loose ptfe, therefore the file was updated to reportable.

Manufacturer narrative:
All products were new and had not been re-sterilized. Prior to inserting into the patient, the products were noted to be undamaged. The products were prepped according to the IFU and a continuous flush was maintained through the mc and re-adjusted when inserting the coils. The vessel had no calcification and had moderate tortuosity with an unknown percentage of stenosis. The mc had not been torqued against any resistance, placed or placed at an acute angle. After removal from the patient, the mc was undamaged. A device history record review was performed for this lot and showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan). One non-sterile rapid transit was received with compressions along the shaft. With flushing, an embolic coil tangled with a clear material came out of the mc. After removal of the coil, there was no resistance/friction with functional testing using a lab sample 0.018 gw and a lab sample pushable coil. During sem/ftir analysis a clear material tangled with the embolic coil was identified as ptfe. The dimensional specifications of the mc were within specification. With sem analysis ptfe obstruction was found at 45 mm from the proximal end of mc; however, since there was no resistance with functional testing with the 0.018 gw, it is likely that the ptfe delamination was caused by the opening of the unit for examination and was not the cause of the customer's complaint. There is no indication that the failure is related to the microcatheter manufacturing process. The root cause of the inability to introduce the noncordis coil through the rapid transit cannot be determined. It appears that friction with the concomitant 21 coils and the inner liner of the rapid transit led to the event. The compatibility with this embolic coil has not been established.